Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log could not confirm the reported issue of ¿pump changed rate automatically¿. It was found that the 17.5ml/hr infusion that changed rate to 105ml/hr without user input was an infusion that was not cleared from the previous use less than twenty four (24) hours before. The device was programmed directly after exiting sleep mode. This is indicative of a programming issue and not the pump. The device was found in specification when tested for flow accuracy at 40ml/hr and 125ml/hr. The delivered accuracy values were 0.2425% and -2.196% respectively which are both within +/-5% specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "changed rate" during patient therapy (medication unknown). The pump was programmed for 17.5ml/hr as the initial rate and the nurse programmed it for callback when the rate was due to change to 35ml/hr. The nurse indicated that the rate changed to 105ml/hr. The event occurred in the pediatric intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.